Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 468 mg/dl. The customer was treated for high blood glucose with manual injection. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 468 mg/dl. The customer stated that more one motor error. The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was 468 mg/dl. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap appears normal. The customer stated that she has not pressed the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms or prime alarms were noted. However, we were unable to prime insulin pump during prime test due to faulty force sensor resistor. We were unable to perform excessive no delivery test or occlusion test due to prime anomaly. The motor was tested outside the insulin pump and passed. The drive support disk was inspected and no anomalies noted. The insulin pump was received with minor scratches on lcd window.